Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407658, implantable pacing lead, (B)(6) 2012; 407652, implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient did not feel the device was responding with a high enough heart rate during swimming activity. Programming options were discussed. The device remains in use. No patient complications have been reported as a result of this event.